Event description:
Same event as MFR report #: 2134265-2009-01285. It was reported from another MFR that a pt's death occurred one day post-procedure. Info was received on a procedure that occurred that involved two boston scientific wallstent endoprostheses being implanted in the right common iliac artery. The following day, the pt expired. Cause of death was reportedly due to progressive hypotension and bradycardia. Multiple attempts to obtain additional info have been unsuccessful as the site has been unable to identify the pt.

Manufacturer narrative:
The complainant indicated that the delivery device will not be returned for eval and the stent remains implanted; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplement medwatch will be filed.